Manufacturer narrative:
Investigation: one sample was returned to our quality team for investigation. Visual inspection revealed the needle was exposed and the tips were damaged and out of place. Injector needles become exposed if they are not properly disengaged, which also results in safety sleeve breakage. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. It has been determined that this incident most likely occurred due to improper use. A DHR could not be performed as the lot# is unknown.

Event description:
It was reported that two bd phaseal¿ injector luer locks n35j experienced safety failure when the needle was exposed while preparing the drug.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two bd phaseal¿ injector luer locks n35j experienced safety failure when the needle was exposed while preparing the drug.